Manufacturer narrative:
Image analysis :four images were returned for analysis, two of which are duplicates. Image 2570 - this image shows a phone captured photo of a fluoroscopic image showing guidewires in bilateral common iliac arteries. Image 2569 - this image is a phone captured photo showing a single deployed stent implanted in the right iliac artery and a stent within a stent deployed in the left iliac artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the everflex entrust stent, there were several procedural and device-related issues. The patient, was undergoing a procedure on the left distal common iliac artery, which had a plaque lesion. There was a struggle advancing the stent into the 8x59 visipro, and severe resistance was encountered. The stent unexpectedly deployed while the red safety was still intact, and the wheel was not used for deployment. The vessel was pre-dilated with a 5mmx40 cm everflex and post-dilated with a 9mmx40mm everflex. The device was passed through a previously deployed 8x57 visi pro stent. Despite these issues, the stent was post-dilated and remained in service. The instructions for use were followed without issue. The procedure was completed with the stent deployed, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the iliac stent was previously placed on a different procedure and while advancing the trust through the previous placed stent that were calcified. Physician had trouble pushing it to the proper location for deployment. Physician pushed very hard, twisted and pulled back because it wasn¿t advancing enough, and then noticed that the stent was deployed without ever pulling the red lock or rolling back the wheel. Image review this image shows a phone captured photo of a fluoroscopic image showing guidewires in bilateral common iliac arteries. This image is a phone captured photo showing a single deployed stent implanted in the right iliac artery and a stent within a stent deployed in the left iliac artery. Product analysis the device was returned with the red safety lock pin in the device, the device was confirmed from the strain relief as 60mm, no stent was returned with the device, a kink was noted at approx. 51cm from the distal tip of the device, the stent pusher was visible through the sheath, the red safety tab was removed and when the deployment wheel was rotated, the stent pusher was visible out of the device, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.